Event description:
It was reported that packaging damage occurred. During preparation of a runway guide catheter it was noted that the device was kinked and the packaging was damaged so that sterility was compromised. There was no patient involved.